Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Customer will continue to use current pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.